Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead - implanted (B)(6) 2010; 6944 implantable tachy lead - implanted unknown ; 4196 implantable pacing lead - implanted (B)(6) 2010.

Event description:
It was reported that the device had early battery depletion. It was noted that the device lasted only two years and eight months. The device was explanted and replaced. No patient complications have been reported as a result of this event.